Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 3000ml eva tpn bags were leaking from the dot of the letter "I" in the word mexico printed on the bags. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured 20 apr 2018 - 24 apr 2018. A batch review was conducted and there were deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Five (5) devices were received for evaluation. The bags were sliced where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed in front of the bags from the dotted ¿I¿ in the word (B)(4) on all samples. The reported problem was verified. The cause of the condition was due to defect in the ink stamping process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.